Manufacturer narrative:
Product event summary: at analysis the stated reason for return of an issue with pen calibration and the screen was confirmed, the touch screen was out of specification. It was additionally noted that there were errors in the update history, the connector for the radiofrequency head did not fit well anymore and that during final functional testing there was a power down/thermal test fail. The touch screen assembly, power supply and radiofrequency head cable (as a preventive action) were replaced and the touch screen calibrated, new software was installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue between the pen calibration and the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.